Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (unable to complete functional testing) has been confirmed. Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrodes was severed and missing. The cause of the inability to complete testing was the severed cable and missing cable section and rear therapy electrode pads. The root cause for the damaged cable was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned an electrode belt and reported that it was unable to complete incoming functional testing.